Event description:
A customer contacted beckman coulter inc. (Bec) in regards to obtaining a patient sample that was run on the unicel dxc 800 pro synchron chemistry analyzer that yielded a suppressed out of instrument range (oir) low high density lipoprotein deficiency (hdld) result. The customer also ran the sample on an alternate instrument and got the same suppressed oir low result. The customer reported a result of < 5 mg/dl on (B)(6) 2011. The customer sent the sample to two different referenced laboratories on (B)(6) 2011 and the results yielded 32 mg/dl and 34 mg/dl. The customer amended the averaged value of 33 mg/dl. The customer than reran the results on the same instruments (the dxc 800 pro and the alternate instrument) on (B)(6) 2011 to reconfirm the results and generated the same suppressed oir low results. There was no change to patient treatment as a result of this event.

Manufacturer narrative:
Controls were run before and after this incident and the results were within established ranges. Technical applications informed the customer that the data suggests the presence of interference in the sample. Service was not dispatched for this event.